Event description:
It was reported that the patient was experiencing shocking sensations and severe pain in the implantable pulse generator (ipg) pocket site following a fall. The fall was not related to the spinal cord stimulator (scs) device. The patient was hospitalized and is on pain medication. The patient is currently recovering. Additional information was received indicating that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components will not be returned. No further information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 19660534, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21022526, UDI: (B)(4).

Manufacturer narrative:
Correction to the supplemental 1 MDR on blocks b1 and b5. Sc-1160; 300591 investigation results the device was not returned to boston scientific for analysis. Review of the implantable pulse generator (ipg) database did not identify a device related cause for the reported pain. Impedances were within normal limits and program 1 was typically active continuously. Battery logs show the ipg entered hibernation around the time of the complaint and remained in that state until charging on (B)(6) 2025, during which stimulation is automatically off. Logs also show stimulation was manually turned off on (B)(6) 2025 for approximately 14 hours and 50 minutes before being reactivated. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Sc-2317-70; 3185905 investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2317-70; 3101963 investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing shocking sensations and severe pain in the implantable pulse generator (ipg) pocket site following a fall. The fall was not related to the spinal cord stimulator (scs) device. The patient was also experiencing intermittent stimulation and frequent ipg charging issues. The patient was hospitalized and is on pain medication. The patient is currently recovering. Additional information was received indicating that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components will not be returned. No further information was provided.

Event description:
It was reported that the patient was experiencing shocking sensations and severe pain in the implantable pulse generator (ipg) pocket site following a fall. The fall was not related to the spinal cord stimulator (scs) device. The patient was hospitalized and is on pain medication. The patient is currently recovering.